Manufacturer narrative:
Product event summary: the device was not returned for analysis. The device showed undersensing false asystole. However, performance data collected from the device was received and analyzed. Low amplitude p-waves were noted before and during a recorded pause at the same frequency of those before the pause, normal rates resume quickly post pause.

Event description:
It was reported that the device had a sensing issue. The device remains in use. No patient complications have been reported as a result of this event.